Event description:
Caller reported a malfunction on the pump, identified by a malfunction code malf 3. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support informed the caller that a replacement pump would be sent, which would include updated software. The caller was guided on backup therapy, using mdi, and advised on returning the problematic pump using a return box and pre-paid label. Instructions for storage mode and steps for using the new pump were provided, with the caller acknowledging and understanding all directions given.